Manufacturer narrative:
Investigation results concluded that the initial the bur breakage was multifactorial. The quality investigation is complete.

Event description:
It was reported that during a mis lumbar fusion surgical procedure, the bur broke at the cutting end. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a mis lumbar fusion surgical procedure, the bur broke at the cutting end. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Catalog number was originally reported as (B)(4). Upon evaluation the catalog number was confirmed as (B)(4).

Event description:
It was reported that during a mis lumbar fusion surgical procedure, the bur broke at the cutting end. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.